Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: january 15, 2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the return sample consisted of glass cylinder was mounted into the cylinder holder and the plunger rod mounted at the backside of the rubber plunger. The customer's cannula, with protection sheath, was attached at the luerlock mount. The assembled syringe was placed into a plastic bag. No material finds were recovered by the customer. The activated cylinder contained approximately 0.05 ml of remaining solution. There were no observations in the remaining solution which could explain the customer's report of foreign material. A small volume was expelled from the syringe and examined under the microscope at the same time. No particles were observed in this solution. The aluminum cap was removed and the glass cylinder under the capsule was examined. There were no damage to either the glass or the silicone coating on the glass in this area. The customer's cannula was blocked so that healon solution could not be expelled through the cannula. There were no observations on the outer surface of the cannula hub nor the outer surface of the cannula needle which could explain the customer's observation. As there were no observations in the returned complaint sample which could confirm the observation, then no product defect has been found. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d6a - implant date: not applicable. Healon is not an implantable device. Section d6b - explant date: not applicable. Healon is not an implantable device. Section e1 - telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when using the healon device, something sparkling came out at the end. The procedure was successfully completed. There was no patient injury reported. No further information was provided.